Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR # 1627487-2014-00381. It was reported the patient (B)(6) is experiencing a burning sensation in her tongue when stimulation is in use. A nerve block was performed in an effort to resolve this matter; however, the relief was only temporary. The physician suspects the issue stems from the patient's ipg. Surgical intervention will be undertaken at a later date to address this matter.